Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an attempt was made to disable tachy therapy prior to an unrelated surgery. The device could not be interrogated using radio frequency telemetry. Interrogation was possible using inductive telemetry. Downloading a device code was recommended. No further information is available.